Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of t-wave oversensing. Additionally, device feature, smart pass has been disabled as a result of low amplitude signals. Technical services (ts) was consulted and provided troubleshooting options. Subsequently, the device was reprogrammed. Additional information was received that this patient received another inappropriate shock while cleaning cars. Ts provided additional programming and device optimization. At this time, the s-ICD system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock as a result of t-wave oversensing. Additionally, device feature, smart pass has been disabled as a result of low amplitude signals. Technical services (ts) was consulted and provided troubleshooting options. Subsequently, the device was reprogrammed. Additional information was received that this patient received another inappropriate shock while cleaning cars. Ts provided additional programming and device optimization. At this time, the s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received that this s-ICD therapy was programmed off as the electrode was found to be dislodged via x ray. A revision procedure will be scheduled. No adverse patient effects were reported.